Event description:
The customer reported to their baxter sales representative (bsr) of numerous occurrences where the stopcock is disconnecting when using the clearlink modular solution set with stopcock, product code 2c6256, lot number ur09j21114. This condition occurred during patient use. The condition involved a peripheral line and it had to be changed. There was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. Batch review performed. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).